Event description:
I recently purchased an abbott brand freestyle precision neo blood glucose meter and test strips because they are lower cost; however, the test strips are repeatedly defective. I have been using blood glucose test products for over 20 years without any problem, but these are the worst. I have never had such a bad experience with blood glucose test strips and meters as the experience I'm having with this. Every other test strip is defective. I receive e-3 error messages on the meter when using them properly and no blood sugar reading. I have contacted abbott labs customer service department to request a refund. The cs rep "said" that they will give me a refund, but first I have to return the remaining product at my own expense to the pharmaceutical company. This isn't right. Their product is defective, why do I have to get penalized for their defect. I feel that abbott labs should bear the cost of the expense to send these products back. They are the one that is requesting the product back, not me. Can the FDA require abbott to pay the expense of returning their supplies to them? Also, I could hardly hear the customer service reps instructions over the phone, she said she was located in (B)(6). The telephone sound quality was so poor. She even called me back after I contacted them, but she was still difficult to hear. Aren't there better customer service standards? I am asking that the FDA will force abbott labs to recall their defective test strips. Please don't allow so many diabetics who are dependent on blood glucose test strips and meters, and pay good money for them, to manage their health to be screwed like this by greedy pharmaceutical companies.